Manufacturer narrative:
Findings: no button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 32 mg/dl. The customer was treated with food. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported tat he is unable to clear the alarm due to keypad being unresponsive.